Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found arthroscopic pictures. Two of the pictures show a loose implant inside the patient. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix 360´s t2 implant was not properly deployed, resulting in the implant not being left secured on the meniscus. The t1 implant was left secure inside the patient. The procedure was completed with a s+n back up device. There was no surgical delay and no further complications were reported.